Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a pericardial effusion occurred. While ablating the left common pulmonary vein, the patient became hypotensive and an intracardiac echocardiogram confirmed a pericardial effusion in the left atrial appendage. A pericardiocentesis was performed and a pericardial window was performed to stabilize the patient. There were no performance issues with any abbott device.